Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach to the patient¿s esophagus and fell into the esophagus. Capsule was retrieved using roth net. They placed another capsule on the same procedure and still did not attach. Third attempt was performed and capsule still did not attach. No lubricant was used to facilitate the placement of the capsule.